Manufacturer narrative:
Device investigation narrative - one 72201717f endofemoral offset 7mm aimer was returned. This device has been identified as a refurbished instrument. The complaint indicated that the device broke during the procedure. The complaint was confirmed. The device has fractured silver solder joint and has broken into two pieces. The fracture indicates signs of excess force. The mating area is flared and cracked. In 2009, this symptom spurred a design change from a two piece shaft to a one piece design. A field action was initiated for the return of the two piece devices. This device lot was manufactured prior to the design change. No further investigation warranted. (B)(4).

Event description:
It was reported that the device broke during the procedure. A backup device was available to complete the procedure following a short delay. No patient impact was reported.